Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified 21.5 diopter lens and handpiece. The iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a viscoelastic, which is not qualified for handpiece/ cartridge use. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge/handpiece combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage.. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a lens flipped upside down inside of a patient's eye after delivery during an intraocular lens (iol) implant procedure. The surgery was completed without product replacement.